Manufacturer narrative:
The pump gave an alarm during the prime test due to moisture damage inside the force sensor. The pump also had moisture damage found on the motor. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that there were alarms in the pump history. No further information was provided.